Manufacturer narrative:
If implanted, give date: (B)(6) 2017; an exact date not provided. If explanted, give date: not applicable, as the lens remains implanted the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was implanted in the patient's operative eye. Pre-operatively, the patient's prescription had a correction of about +2 for reading and about 0.75 for astigmatism. Also, the patient reportedly had lasik performed in the past, (reported as not wholly successful) and was advised by the doctor that results may be more uncertain than normal because of this. The patient was aware that he may experience halos for a few months. Reportedly, the patient stated that his corneal aberrations were below the recommended threshold of 0.4 (2.8 and 1.1) and the surgery went well. Also, the patient's mild astigmatism has been further reduced so medium to distance vision has improved a bit. Post-operatively, the patient remains long-sighted, needing a +1 correction, which may be fixable through a follow up laser ''tweak'' per the doctor. Reportedly, it's been about 8 months since surgery and the patient is experiencing halos, starburst images, glare, haze, and spider webs. These are all seen dependent upon the brightness of objects viewed, their contrast with the background, and perhaps the color too. The patient states that these symptoms have not diminished and have made evening and nighttime activities irritating and often concerning. When driving at night, the patient complains of headlights being rainbow colored diffractions rings surrounded by hundred of vivid white radial streaks. Also, the glare is so obtrusive that it block much of the patient's vision. Brake lights and street lights also appear as spider webs. Low level lighting such as cinema exit signs, alarm radio numerals, aircraft cabin warning signs, and car dashboard lighting produce distinct single rings almost as bright as the image object itself. Looking at the various pilot lights on the patient av system is like seeing the equipment through olympic rings. Also, television viewing is marred by a semi-opaque haze surrounding images such as white on black television credits and white clothing on dark backgrounds. On (B)(6) 2018, the patient saw the doctor for a follow up and reportedly was told for the first time that all recipients of symfony lenses that the doctor's consultant has fitted have caused similar problems, but have been resolved through neuro-adaptation. The patient is upset because what he was told this follow up visit was not quite the same as him being told he ''may'' experience side effects initially. The patient has been given the option to replace the current lens with a monofocal, but nothing is set or determined yet. Reportedly, the patient has been taking pilocarpine 2% eye drops, which have not been effective in improving night-time driving. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
The following was reported during a follow up: the patient first visited dr (B)(6) in (B)(6) 2017 demanding trifocals lenses as his friend had them implanted. Dr. (B)(6) told him he is unsuitable for trifocals due to his previous cataract surgery and the condition of his eye. After consultation, dr (B)(6) advised the patient have monofocal lenses implanted, however, the patient refused and still pushed for trifocals. Dr. (B)(6) re-assessed the patient and advised that the patient's eyes are suitable to have symfony lenses implanted. Dr. (B)(6) warned the patient that if he wished to proceed with the symfony iols rather than monofocal, he would experience halos and glares long term due to the condition of his eyes. The patient accepted dr (B)(6) warning and pushed to proceed with the implantation. The doctor thinks this is a case of neuroadaptation and that it is also due to the patient¿s pre-disposition to halos due to previous cataract surgery. The patient was last seen on (B)(6) 2018. The halos in his vision are slight and what would be expected considering the condition of his eyes. Pilocarpine was used to reduce the size of the patient¿s pupil and the halos, not to prevent permanent damage. No other medical/surgical intervention. The lenses remain implanted. Serial#: (B)(4). Catalog#: zxt150i210. Expiration date: 5/18/2020. UDI #: (B)(4). If implanted; give date: (B)(6) 2017. Device manufacture date: 5/18/2016. Device evaluation: the product testing could not be performed as the product remains implanted. The reported complaint cannot be confirmed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed that no similar complaints were received for this production order number. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.